Event description:
It was reported the patient experienced pain and discomfort at her ipg site. She reported she decided to have the device removed and received an alternative back treatment. The patient did not recall the explant date but stated it was several months ago.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.